Manufacturer narrative:
The returned device was evaluated. Visual inspection showed partially recessed pogo pins 5 and 9. During this testing the unit was able to power on using both battery and ac power. When powered on the display shuts down within a few seconds and 10 beeps are heard, with this condition the device was unable to operate for more than a few seconds. The known 10 beeps anomaly was observed due to a defective instrument board. Failure caused by instrument board u21 (current limiter ic) failure.

Manufacturer narrative:
The product has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted.

Event description:
The customer reported the device powers off on its own. No patient impact or consequences reported.